Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that balloon rupture occured. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres, the balloon ruptured. No known patient complications nor serious injury were reported.

Event description:
It was reported that balloon rupture occured. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres, the balloon ruptured. No known patient complications nor serious injury were reported.

Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Device evaluated by MFR: the device was returned for analysis. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 5 atmospheres. Visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No kinks or damage was noted to the shaft of the device. No other issues were identified during the product analysis.